Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a hernia repair with mesh. It is unknown if patient had revision surgery after his initial 2008 implant. The patient experienced adhesion or suffered a recurrence of his hernia he suffered both physical injury, pain and permanent and severe scarring and disfigurement.